Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving no delivery alarm. During troubleshooting, it was found that cannula was bent, as a result, customer had high blood glucose of 495 mg/dl. Customer was advised that infusion set would be replaced.